Event description:
The customer reported approximately 1 ml of clear liquid leaked from the probe wipe of the coulter hmx hematology analyzer with autoloader. The customer stated that the instrument was not generating differential results at the time of the event and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak as a result of the front blood detector coming loose and falling on the blood sampling valve (bsv) which introduced a cut in the tubing at port wire marker 1 (wm1) on the bsv. The fse reconnected the front blood detector and trimmed the damaged tubing at wm1 to resolve the leak. The fse indicated that the instrument was generating differential results once again. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to a cut tubing on the bsv; the instrument did not generate differential results to alert the customer of an instrument issue. (B)(4).